Manufacturer narrative:
One cadd® cadd-prizm® vip system ambulatory infusion pump was returned for analysis. The customer's reported problem was "alarm volume is nearly inaudible". The investigator states the event log was unavailable. A visual inspection revealed the pump's audio volume was found to be low and not powering up when a battery was inserted. The mpu board and a piezo were replaced. What caused the reported problem was physical damage to the device. The device was treated in a manner that was inconsistent with the operator's manual/instructions for use. Who caused the problem was the customer.

Event description:
It was reported that a cadd® cadd-prizm® vip system has an alarm volume that is nearly inaudible. There is no report of any patient involvement.